Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had cracked battery tube threads, a cracked reservoir tube lip, and a cracked case near the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that the batteries drain quickly. The customer's blood glucose level ranged from 70 to 125 mg/dl. The customer also reported receiving a battery out limit alarm, a weak battery alert, and a low battery alert. The customer kept inserting new batteries but the device kept showing the batteries were low. The customer was able to clear the battery out limit alarm. The customer was sent a replacement battery cap, and after calling back the device alarmed failed battery test alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.